Manufacturer narrative:
The facility's biomed replaced the trend gas spring cylinders to repair the bed.

Event description:
Information received indicates the bed will not stay in the trendelenburg position.